Event description:
The device experienced a false backup vvi message while the device was still under telemetry. The device was re-interrogated and was normal. Noise was induced on the rv lead which led to hv charging via pocket manipulation. Noise was reproducible only with pocket manipulation. A problem with the header connection or lead was suspected. The device and lead remain implanted.

Manufacturer narrative:
No medwatch form was received.